Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after implant this pacemaker detected high out-of-range impedance measurements and oversensed noise on the right atrial (ra) lead. Attempts to perform a threshold test induced atrial tachycardia. X-ray imaging confirmed an underinserted ra lead. The patient is pacemaker dependent but there were no adverse patient effects. Surgical intervention was performed to resolve the confirmed loose connection. All products remain in service.